Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported scratch/pit on the cone (lens) issue with an intralase patient interface (pi) after the patient was applanated. It was reported that since the pi lens was scratched, they took a new one; therefore, they did not use a procedure. There was no patient injury reported and no medical/surgical intervention was required.

Manufacturer narrative:
Based on follow up information received, it was confirmed that the patient interface (pi) scratch was discovered before applanation; therefore, this is no longer a reportable event. No further information will be provided under this manufacturer report number. All pertinent information available to the manufacturer has been submitted.